Event description:
Patient was presented to the intewrventional lab for repair of a lesion located in the left external iliac artery. There was mild calcification; moderate vessel tortuosity and a 90% stenosis present. The information states that the product was prepared as per the IFU. The product was used for the pre-dilation of the target lesion. The guidewire (radiofocus, 0.035 inch/terumo) was inserted across the lesion via the sheath introducer. The balloon was advanced over the guidewire to the lesion. Upon inflation of the balloon, with an indeflator, it ruptured at 4 atmospheres. Therefore he used another balloon catheter (brand and size unknown) to pre-dialte the lesion and the stent (luminex, size unknown/c.r. Bard) was deployed successfully. There was no adverse consequence to the patient.